Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fluids(clear) inside the device. Leak test was performed and found and opening on the posterior. A microscopic analysis was performed which identified a puncture opening on the posterior side, consistent in the use of a surgical tool. Based on the device analysis the final assessment is: a puncture opening on posterior due to surgical damage.

Event description:
Health professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: deflation- patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Health professional reported right side deflation. Device has been explanted.